Event description:
On 07/17/2024, a sales representative reported via phone that (qty. 3) of an ar-3636 knotless 1.8 fibertak soft anchor popped out of the patient after insertion. Everything was removed from the patient, and the case was completed using a larger anchor, ar-2923bc suture anchor, biocomposite pushlock, with a slight delay. This was discovered during a shoulder labral procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3638 serial/batch number (B)(6) was received for investigation. Only the sutures with the anchor were obtained for evaluation. No inserter or handle were received. The returned anchor and sutures were visually inspected. It was noted that in all three devices, the blue sutures were broken off. One of the devices had a knot on the blue suture, and another one had the entire suture system still attached to the anchor, indicating improper surgical technique. It was also noted frayed on the sutures. The most likely cause of the reported failure is a user error improper surgical technique. Direction for use. Dfu-0054-eo revision 5. Bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. E. Warnings: 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. G. Precautions: 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Knotless 1.8 fibertak® soft anchor for glenoid labrum repair surgical technique. A slow, steady pull is recommended to allow the anchor to properly deploy. A fast, aggressive pull could lead to improperly setting the anchor. Retrieve the blue repair suture and round-looped side of the white/black shuttle suture through the anterosuperior portal. Load the repair suture through the loop of the shuttle suture. Fold the repair suture tail at the purple mark and crease the suture with your fingers. Pull the suturetape side of the white/black shuttle suture to transfer the repair suture back into the anchor through the same portal where it was inserted. Pull the free end of the repair suture until the desired repair tension is achieved. A tissue grasper can be used to position the labrum in its desired location while applying tension on the repair. Cut the suture flush using a mini suture cutter.